Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
During posterior spinal fusion surgery, the cage broke during insertion as it was being advanced into the patient's disc space with a straight cage pusher. A confirmation x-ray was obtained. A spare device was available and used. There was no reported injury to the patient.